Event description:
Ous MDR - after an implantation period of approx. 72 months, oversensing with inappropriate therapy was reported. Fluoroscopy did not show obvious signs of lead failure. Distal set screw for pace/sense was reported to be loose. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular as well as the farfield channel. However, a thorough analysis of the ICD proved the device to be fully functional. Particularly the sensing function worked as expected. Upon receipt, the lead under complaint was found cut at approximately 13 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were received for analysis. The distal lead fragment was found stretched. The returned lead fragments were visually and electrically analyzed. The analysis of the lead revealed multiple signs of wear along the lead body. In particular in the distal area the insulation was found damaged. This damage can be regarded as the root cause of the reported oversensing with inappropriate therapies. Based on the characteristics of the damage it is assumed that the lead had been subject to severe mechanical stress in the implanted state. The x-ray videos sent with this lead were reviewed but revealed no anomalies. Further damages, such as a severe stretching of the conductor coil, the deformation of the proximal shock coil and the externalization of the attached conductor cable most likely occurred during the extraction procedure. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. The final acceptance test proved the ICD functions to be as specified.